Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2018-13388, 1627487-2018-13389, 1627487-2018-13393, 1627487-2019-08412. It was reported that the scs system was auto-reducing and patient was unable to experience effective stimulation. Lead diagnostics revealed multiple high impedances on the lead contacts. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein, the entire system was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined